Manufacturer narrative:
A visual, dimensional and functional inspection could not be conducted since the product was not returned. A device history record (DHR) review was conducted on the reported lot number. The DHR investigation did not show issues related to the complaint. A document review - fmea (product/process) assessment was conducted and no changes were required. The customer complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges that the balloon is leaking at the upper part of the tube. The patient condition is reported as fine.